Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Furthermore, the information provided indicated that multiple devices from different companies were used during the surgery and it is undetermined if the fragmentation was caused or contributed by a conmed device. Therefore, a device malfunction cannot be verified. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by notification to conmed corporation. The device, 60-5274-132, laparoscopic electrode with eschar-resistant coating, had been used during a laparoscopic cholecystectomy on or about (B)(6)2021. It was further reported that on or about (B)(6)2022 the patient underwent diagnostic imaging. On or about (B)(6)2022, it was reported that a foreign object was spotted in patient¿s body on the imaging taken the previous day which was not present on previous imaging. On or about (B)(6)2022, patient underwent surgery to remove the foreign object from her body. During the (B)(6) 2022, surgery adhesions were released, small bowel and sigmoid were retracted and her uterus lifted up to reveal a "free floating" metallic foreign object in peritoneum which "correlated with imaging seen." Component was retrieved from patient. This report is being raised due to the reported injury of secondary surgery to retrieve component from patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by notification to conmed corporation. The device, 60-5274-132, laparoscopic electrode with eschar-resistant coating, had been used during a laparoscopic cholecystectomy on or about (B)(6) 2021. It was further reported that on or about (B)(6) 2022 the patient underwent diagnostic imaging. On or about (B)(6) 2022, it was reported that a foreign object was spotted in patient¿s body on the imaging taken the previous day which was not present on previous imaging. On or about (B)(6) 2022, patient underwent surgery to remove the foreign object from her body. During the (B)(6) 2022, surgery adhesions were released, small bowel and sigmoid were retracted and her uterus lifted up to reveal a "free floating" metallic foreign object in peritoneum which "correlated with imaging seen." Component was retrieved from patient. This report is being raised due to the reported injury of secondary surgery to retrieve component from patient.